Event description:
It was reported that the right atrial lead was being revised due to this being the second dislodge and the patient was experiencing shortness of breath. It was also noted that there appeared to be significant undersensing. The lead was explanted and replaced. The patient was in stable condition.